Event description:
Caller reported cgm error 42, which affected the functionality of the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in the successful start of a new sensor session without recurring errors.